Manufacturer narrative:
Second lead information: product description: evoke 12c percutaneous lead kit 60 cm. Model # : 102878. Catalog#: 3008. Serial/lot #: (B)(6). Manufacture date: 29oct2024. Expiration date: 29oct2026.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the lead implant site following an unrelated surgical procedure, during which the patient remained bedbound in the supine position for approximately six (6) days. The incision site was observed to be open with presence of swelling and discharge. The evoke scs system was explanted, and antibiotics were prescribed.